Event description:
Customer reported that the sensor reading was 69 mg/dl and her blood glucose was 65 mg/dl; she received a low alert. Customer cleared it and delivered a bolus because she was about to eat. Customer stated that she did not receive a threshold suspend. Customer was advised that probably the threshold suspend limit is set up lower and that is the reason it did not suspend the insulin pump. Customer was recommended to contact her doctor to check the sensor settings. Customer also reported that she received a no delivery alarm while sleeping. Customer was able to clear it and her blood glucose value was 92 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.